Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwbbt. No additional patient or event information is available. No product was returned for evaluation. The receiver data log was downloaded and reviewed and hardware errors were observed. The reported event of an error icon display was confirmed. A root cause could not be determined.